Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was in clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system indicating that there was no x-ray exposure. Fse found that footswitch was not responding. Fse connected molex connector with the cable stretched outside of the table. And moved the tie wrap to remove the tension from the connector that had it crimped. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not produce x-ray. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.